Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously elevated troponin (accu tni) results generated by the access 2 instrument for three (3) pts. Pt a: an initial accu tni result was 9.53ng/ml and 0.13ng/ml upon repeat. A 2nd sample from this pt gave an accu tni result of 0.73ng/ml when it was tested initially and 0.03 ng/ml upon repeat. Pt b: the initial result was 0.11 ng/ml, and 0.73 ng/ml and 0.76 ng/ml when the sample was re-tested. Pt c: the initial result was 3.07 ng/ml and 0.07 ng/ml upon repeat. A 2nd sample gave a result of 0.00 ng/ml and 0.04 ng/ml when it was re-tested. All samples were tested for troponin by a different method and all results were 0.00 (units not supplied). The results were reported out of the lab. It is unknown if there was an effect to pt in connection to this event.

Manufacturer narrative:
Sample collection and preparation information was not provided. Per customer, there have been accu tni qc fliers. Per event description, system checks "were ok". A preventive maintenance was performed on this instrument iin 2008. A field service engineer (fse) was dispatched the following month: the fse inspected the instrument and discovered wash pump delivery to the intermittently insufficient. The fse overhauled the wash pump, replaced rotor/stator wash assembly with new type gasket. The fse also replaced dispense probes, tubing and fittings. The fse ran qc, and then ran twice the pt samples that had previously produced false positive results. The fse verified that instrument was performing to specifications. Hardware issue addressed by the fse may have contributed to this event. A malfunction will be assumed for the purpose of this report.